Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date the device was returned to the manufacturer was reported as december 18, 2018 in the initial report and has been updated to december 5, 2018. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device worked properly in all modes. Therefore, the reported condition of the device not working in reverse was not confirmed and an assignable root cause was not determined. However, during evaluation, it was determined that the device had a missing falling out protection steel ring and other components were worn and had debris on them. It was determined that these issues were consistent with normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the battery handpiece device would not go in reverse. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.